Event description:
It was reported that patient had low back problems after a work related injury that he incurred on (B)(6) of 1995. (B)(6) 1996: the patient presented with low back pain with radiation into his mid back region as well as into his bilateral groin region, left greater than the right and extension into his left leg to the calf, with numbness in his feet, left greater than the right. X-rays form (B)(6) 1995 revealed degenerative disc disease. Diagnosis: 1. New onset of left sided radiculopathy. 2. Post-op laminectomy and discectomy, l4-5 and l5-s1. 3. Multilevel degenerative disc disease of the lumbar spine. (B)(6) 1996: the patient underwent MRI of the lumbar spine. There was multisegmental lower thoracic and lumbar disc degeneration with the following findings: 1. There was a posterolateral disc extrusion at l5-s1 with s1 neural displacement and compression centrally. 2. There was evidence of proximally conjoined right l5 and s1 nerve roots. 3. There was a small disc protrusion at l4-5 slightly indenting the thecal sac without causing frank lateralizing nerve root compression. 4. There was internal derangement of the l3-4 disc with a small dorsal annular tear and disc protrusion. 5. There was circumferential degeneration and disc protrusion at l1-2 without frank neural compression. The patient also underwent lumbar epidural myelography and therapeutic epidural steroid and local anesthetic injection. Results: 1. Epidural myelography revealed widespread dispersal of injected materials above the l4-5disc level. 2. Initial therapeutic response to injected local anesthetic (large amount) was no change in clinical status. (B)(6) 1996: the patient presented with weakness of the gastrics, left greater than the right. He also reported the pain in left leg was worse than the right. (B)(6) 1996: the patient presented with the pre-operative diagnosis of recurrent herniated disc, left l5-s1, status post laminectomy; l5-s1 multilevel degenerative disc disease. The patient underwent the following procedure: redo laminectomy and discectomy, left l5-s1. X-rays of the lateral lumbar spine revealed that the marker was at the l5-s1 interspace. No patient complications were noted. (B)(6) 1996: the patient presented with back pain, leg pain, twitching of his legs and muscle spasms. The doctor referred physical therapy to work on hamstrings and a gentle exercise program. (B)(6) 1996: the patient presented with significant back pain. The doctor recommended him to undergo discography for further evaluation. (B)(6) 1996: the patient underwent lumbar discography, four levels. Results: 1. L5-s1: unable to study this level. 2. L4-5: 10/10 concordant diffuse bilateral low back, buttock and leg pain. Abnormal morphology. 3. L3-4: 8/10 concordant left-sided groin pain. Abnormal morphology. 4. L1-2: 10/10 concordant diffuse bilateral back, buttock and groin pain. Abnormal morphology. (B)(6) 1996: the patient presented with the following pre-operative diagnoses: 1. Multilevel degenerative disc disease. 2. Failed laminectomy syndrome status post laminectomies at l4-5 and l5-s1. The patient underwent the following procedures: 1. Stage I retroperitoneal approach, anterior lumbar discectomy and fusion, with femoral ring allografts, l4-5 and l5-s1. 2. Posterior spinal fusion, l4 to s1, with instrumentation. 3. Left posterior iliac crest bone graft and allograft bone placement to bone graft donor site. X-rays showed a probe over the l5-s1 disc space anteriorly and pedicle screws present at the levels of l4, l5 and s1 with intervertebral disc prosthesis noted at l4-5 and l5-s1 with satisfactory alignment. No patient complications were noted. (B)(6) 1996: the patient was discharged from the hospital. (B)(6) 1996: the patient presented with pre-operative diagnosis of degenerative joint disease. Diagnosis: 1. Intervertebral disc, l5-s1: degenerated fibrocartilage. 2. Intervertebral disc, l4-5: degenerated fibrocartilage. The tissue report revealed that fibrocartilage with areas of stroma varying from eosinophilic into basophilic. The fragments are somewhat fibrillary, but otherwise unremarkable. The findings are consistent with herniated nucleus pulposus. (B)(6) 1996: the patient presented with increased pain extending into his back and legs. (B)(6) 1996: the patient presented with some pain over the left posterior iliac bone graft. The patient underwent x-rays of lumbar spine. Findings: there is fusion from l4 to s1 with plate and screws posteriorly on the right and interbody bone blocks at the l4-5 levels and l5-s1 levels. The lumbar spine is well aligned. There is no moderate narrowing of the l1-2 interspace with associated spurring at this level. (B)(6) 1997: the patient presented with moderate amount pain on the right side of his back over the hardware. The patient underwent x-rays of ap and lateral lumbar spine compared to the study from (B)(6)1996. Impression: no change. (B)(6) 1997: the patient reported with some pain in cervical thoracic junction. The patient underwent x-rays of ap and lateral lumbar spine. Impression: there has been previous fusion from l3-s1. Position is maintained. There is no change. (B)(6)1997: the patient presented with groin pain, intermittent tingling in his legs and right leg pain. (B)(6) 1997: the patient underwent lumbar discography, four levels. Results: 1. L3-4: 10/10 concordant left-sided back and groin pain. Abnormal morphology. 2. L2-3: 8/10 concordant back pain. Abnormal morphology. 3. L1-2: 10/10 concordant back pain. Abnormal morphology. 4. T12-l1: 3/10 non concordant pressure. Abnormal morphology. No patient complications were noted. The patient also underwent post discography CT scan of selected lumbar discs. Impression: the l2-3 and l3-4 discs are both internally deranged exhibiting annular disruption. (B)(6) 1997: the patient underwent x-rays of lumbar spine compared to the study dated (B)(6) 1997. Impression: lumbar spine, unchanged from (B)(6) 1997. The patient also underwent x-rays of cervical spine. Impression: normal examination. (B)(6) 1997: the patient presented with pain in his lower extremities especially in the groin regions and anteromedial thigh regions bilaterally. He also reported intermittent numbness and tingling in both feet. Diagnosis: 1. Juvenile discogenic disorder with multilevel thoracolumbar disc degeneration. 2. Status post l4 to the sacrum fusion. 3. Chronic lumbar strain. (B)(6) 1997: the patient presented with severe flare up of pain in his back and right leg. The patient was also concerned about bulging from the abdomen from his prior incision. (B)(6) 1997: the patient presented with pain in the neck and low back. X-rays were taken. No significant findings. (B)(6) 1997: the patient underwent post-myelography CT scan due to continued pain. Impression: 1. There are conjoined right l5 and s1 nerve roots. 2. There are proximally conjoined left s1 and s2 nerve roots. 3. There is solid fusion at l5-s1. 4. There is incomplete union between the l4-5 interbody graft and l4. 5. There is marked degeneration of the l1-2 disc, with end plate irregularity and a small posterior disc protrusion mildly indenting the thecal disc. 6. There is evidence of old upper lumbar and lower thoracic scheuermann¿s disease. The patient also underwent lumbar myelography. Impression: there is solid lumbar sacral fusion. 2. There appears to be incomplete osseous union at the l4-5 level between the l4 body and the superior aspect of the interbody graft. 3. There is advanced degeneration of the l1-2 disc, with diffuse posterior annular bulging and evidence of old upper lumbar and lower scheuermann¿s disease. (B)(6) 1997: the patient underwent x-rays of lateral lumbar spine in flexion and extension compared to the study dated (B)(6) 1997. Impression: no abnormal motion. (B)(6) 2003: the patient underwent MRI of the cervical spine due to right-sided neck pain following lifting injury. Impression: 1.there is a moderate sized extruded left posterolateral and intraforaminal disc herniation at c6-7 causing mild to moderate flattening of the left side of the cord and marked medial foraminal encroachment and left c7 nerve root compression. 2. Mild dorsal annular bulging at c3-4 and c5-6 without ventral stenosis or cord compression. The cord itself appears intrinsically normal. (B)(6) 2003: the patient presented for a follow-up visit. The patient reported with left sided arm pain and neck pain. The patient has been recently diagnosed for bilateral carpal tunnel syndrome, left greater than the right. The doctor referred physical therapy to the patient. (B)(6) 2003: the patient presented with neck and upper back pain with bilateral arm pain. The patient also underwent left c7-t1 interlaminar epidurogram and injection of water soluble cortisone. No patient complications were noted. (B)(6) 2004: the patient presented with neck, left shoulder arm symptoms. He also reported that his low back pain is gradually getting worse. The doctor referred physical therapy to patient. (B)(6) 2004: the patient underwent interlaminar cervical epidurography with therapeutic epidural corticosteroid administration. Results: 1. Normal dispersion of contrast and medication in the cervicothoracic epidural space. 2. There were no complications. (B)(6) 2004: the patient presented with groin pain, left greater than right. MRI of the cervical spine does show a moderate to large disc herniation at left c6-7. (B)(6) 2004: the patient underwent x-rays of the spine due to degenerative disease. Results: limited lateral view shows ng and endotracheal tubes, partially visualized or postoperative changes of fusion at c6-7. Alignment is maintained where visualized. The patient underwent x-rays of the spine due to degenerative disease of the lateral cervical spine. Results: there are two probes which have been placed anteriorly, one at c4-5 and the other at c5-6. Endotracheal and ng tubes are noted. Mild degenerative disease is noted. X-rays during follow spinal fusion showed postoperative changes of fusion in the lower cervical spine. No obvious complicating process is seen. Apparent nodule projecting adjacent to the aortic arch is probably a projection, but follow up pa chest is suggested. There is old granulomatous disease in the right lung. (B)(6) 2005: the patient presented with a preoperative diagnosis of herniated disk, left c6-7. The patient underwent the following procedures: anterior discectomy c6-7 with decompression of left c6-7 spinal canal and left c7 nerve root; anterior fusion c6-7; insertion of cornerstone fibular allograft prosthesis c6-7; and placement of local bone graft and trinica anterior cervical plate c6-7. No patient complications were noted. (B)(6) 2004: the patient presented with discomfort in neck and both arms, mainly right greater than left. The patient underwent MRI of the lumbosacral spine. Results: 1. Solid-appearing interbody and left dorsolateral spinal fusions are seen at l4-5 and ls-s1. Metallic artifact is seen in association with transpedicular screw and posterior rod instrumentation on the right at these levels. 2. There is incomplete visualization at l3-4, however, there is evidence of at least moderate disc degeneration and moderate central canal stenosis at this level. No significant lateral canal stenosis is seen on the left. 3. Mild disc degeneration at l2-3 and moderate to advanced disc degeneration at l1-2 with diffuse posterior bulging and osteophyte at each level, mild narrowing of the central canal at each level and no nerve root impingement. 4. Degenerative disc disease is associated with mild to moderate thoracolumbar scheuermann's-like changes. This may indicate the chronic residua of juvenile discogenic disease and no associated thoracolumbar kyphosis is seen. 5. Comparison with previous CT examination of (B)(6) 1997 shows that the patient has undergone dorsolateral spinal fusion from l4 to the sacrum in the interval. Degenerative changes and central canal stenosis at l3-4 and l2-3 appears to be new. (B)(6) 2004: the patient presented for a follow-up visit. The patient reported increased leg pain if he sits too long, especially driving. (B)(6) 2004: the patient underwent right l2-3 interlaminar epidurogram and injection of water soluble cortisone and local anesthetic. Results: successful right l2-3 interlaminar epidural injection of water soluble cortisone and local anesthetic with 25% relief of pain at 20 minutes, response type r1 to the injection of local anesthetic. (B)(6) 2004: the patient underwent CT scan of the lumbosacral spine. Results: 1. Solid appearing interbody and dorsolateral spinal fusions from l4 to the sacrum with transpedicular screw and posterior rod instrumentation on the right and with no significant residual central or lateral canal stenosis. 2. Moderate central canal stenosis is visualized at the transitional l3-4 level with moderate diffuse posterior bulging of the disc annulus, and mild retrolisthesis. Bilateral foraminal stenosis is also seen at this level without ganglionic impingement. 3. Diffuse posterior annular bulging at both l2-3 and l1-2 without significant central or lateral canal stenosis. 4. Comparison with previous MRI of (B)(6) 2004 shows no significant change. The l3-4 disc and dorsolateral fusion masses were obscured on the MRI by metallic artifact. (B)(6) 2006: the patient presented with right low: back extending down the right leg. X-rays showed no instability. There is advanced disc degeneration with collapse at l3-4. There is minimal change from prior imaging. Diagnosis: right lumbar radiculopathy. (B)(6) 2006: the patient underwent lumbar myelogram with post-myelogram CT scan of the lumbar spine. Results: 1. The patient is status post solid 360 fusion from l4 to the sacrum. 2. At the l3-4 level, there is a moderate degree of broad-based posterior bulging of the disc annulus with a superimposed, caudally dissecting, 6 mm, broad-based central disc herniation, producing moderate central stenosis and moderate bilateral subarticular recess narrowing with impingement on the traversing l4 nerve roots. This represents a change when compared to the previous CT scan from (B)(6) 2004. There is mild degenerative change about the l3-4 facet joints bilaterally. 3. There is mild posterior bulging of the disc annuli at l2-3 and l1-2, without neural impingement. There are mild degenerative changes about the l2-3 facet joints. 4. The remainder of the lumbar myelogram and post-myelogram CT scan of the lumbar spine is otherwise normal. (B)(6) 2006: the patient presented for a recheck with groin pain and he stopped using vicodin. (B)(6) 2007: the patient underwent transforaminal lumbar epidurography with epidural corticosteroid and local anesthetic injection. Results: 1. Dispersal of injected materials within the lumbar epidural space bilaterally l2 to l4 and along the proximal right l3 nerve root. 2. 0% initial symptomatic relief (ro). (B)(6) 2007: the patient presented with back and leg pain, right greater than left. The doctor recommended hardware removal with decompression and interbody fusion at l3-4. The patient stopped using vicodin. (B)(6) 2007: the patient presented with the following pre-operative diagnoses: 1. Spinal stenosis, l3-4. 2. Retrolisthesis, l3-4, with instability. 3. Status post anteroposterior fusion, l4 to s1, with retrained painful hardware. 4. Degenerative disc disease, l3-4. The patient underwent the following procedures: 1. Removal of hardware. 2. Exploration of fusion mass. 3. Bilateral laminectomies, l3 and l4, with bilateral foraminotomies. 4. Posterior interbody fusion, l3-4. 5. Insertion of radial allograft prosthesis, right l3-4. 6. Posterolateral fusion, l3-4. 7. Insertion of allograft cancellous bone chips. 8. Insertion of small infuse bone graft. 9. Insertion of autograft bone from the decompression, that was meticulously cleaned. 10. Insertion of incompass spinal instrumentation from abbott spine. Per the op notes, the infuse bone graft was placed into the radial allograft prosthesis. Anterolaterally, the surgeon packed the both autograft and infuse bone graft. The surgeon then placed 2 radial allograft prosthesis anteriorly. X-rays of the lateral lumbar spine showed changes from posterior fusion with bone graft material and interbody fusion from l4-5 to l5-s1. There are nickel screws within the l3 and l4 vertebrae, affixed with cerclage wires posteriorly. Lumbar vertebrae are in anatomic alignment. X-rays of the lumbar spine also showed interconnecting rods have been placed between the pedicle screws at l3 and l4. Interbody bone graft material at l3 and l4. No significant change in alignment. No patient complications were noted. (B)(6) 2007: the patient underwent x-rays of lumbar ap and lateral, which look excellent. His graft is in good position as is his hardware. He does note bilateral groin discomfort and bilateral leg discomfort. This is most likely post-surgical and should improve with time. (B)(6) 2007 : the patient presented with back pain, leg pain, groin pain, worsening left leg pain. The patient also reported numbness and tingling associated with the pain. The patient underwent x-rays compared to the study from (B)(6) 2007. Results: x-rays showed hardware with interbody in place at l3-4. Muscle strength in the bilateral lower extremities are intact at 5/5. (B)(6) 2007: the patient underwent lumbar myelogram with post-myelogram CT scan of the lumbar spine. Conclusion: 1.the patient is status 360 degree fusion at l4-5 and l5-s1, with subsequent revision and removal of instrumentation. The fusion is solid both anteriorly and posteriorly with no neural impingement or spinal stenosis at either level. Conjoined right l5 and s1 nerve roots are incidentally noted. 2. At the l3-4 level there has been 360 degree fusion, new since (B)(6) 2006 and there has been a decompressive laminectomy and right facetectomy. The fusion is focally solid anteriorly, with no evidence for pseudoarthrosis. Fusion is immature with no bony bridging dorsolaterally on the left and there is no right sided dorsolateral fusion, resulting from the right-sided facetectomy at this level. 3. At the l2-3 level, there is mild posterior bulging of disc annulus, slightly eccentric toward the left, with mild degenerative change about the facet joint. There is mild central stenosis at this level more prominent at this time that on the prior study from (B)(6) 2006. 4. There is mild posterior bulging of the disc annuli at l1-2 and t12-l1, without neural impingement at these levels. There are schmorl¿s nodes with vertebral end plate irregularities on the lower thoracic and upper lumbar region indicating mild involvement with thoracolumbar scheuermann¿s. (B)(6) 2007: the patient presented with right-sided back and buttock pain. The patient also has developed left-sided back pain. The surgeon referred physical therapy to the patient. (B)(6) 2007: the patient underwent transforaminal lumbar epidurography with therapeutic epidural corticosteroid and anesthetic administration. Conclusion: 1. Normal dispersion of contrast and medication in the upper lumbar epidural space and the left l2 nerve root sleeve. 2. The patient reported no improvement in typical pain symptoms immediately after the procedure (r0); in fact, he felt there was more back and groin pain and that there was new leg numbness. (B)(6) 2008: the patient underwent MRI of the lumbar spine. Conclusion: 1. Solid interbody fusions from l3 to the sacrum with solid posterior spinal fusions at l5-s1 and l4-5 and with transpedicle screw and posterior rod instrumentation at l3-4. 2. Laminectomy defects are seen at each of the surgical levels with mild residual narrowing of the neural foramina, and a conjoined l5-s1 nerve root sleeve on the right. 3. Mild or moderate disc degeneration at each level from l2-3 through t12-l1 with mild central canal stenosis at l2-3 and mild relative narrowing of the central canal at l1-2. 4. No neoplasm and no post op fracture or infection. 5. Comparison with previous CT of (B)(6) 2007 shows no significant interval change except for remodeling of the interbody fusion at l3-4. (B)(6) 2008: the patient presented with persistent right leg pain and back pain. Flexion/extension x-rays of his lumbar spine showed that the fusion at l3-4 does appear to be solid. There is no change in the extent of retrolisthesis at l2-3. The surgeon did not see any evidence of instability to account for his back giving out. (B)(6) 2008 : the patient underwent CT scan of the lumbar spine due to mid back pain radiating into both buttocks and lower extremities, right side greater than the left compared to the mr study from (B)(6) 2008 and with previous CT scans dating back to 2004. Results: 1. Status post foraminotomy and facetectomy l3-4 on the right side. There is developing solid dorsal fusion at l3-4. There appears to be solid anterior fusion at this time. 2. Solid fusion at l4-5 both anteriorly and posteriorly. 3. Solid fusion at l5-s1 dorsally. 4. Conjoined right l5 and s1 nerve roots. 5. Mild central spinal canal stenosis at l2-3, immediately above the fusion with diffuse circumferential annular bulging. 6. Internal disc degeneration l1-2 with loss of disc height, schmorl¿s nodes and anterior bulging of the disc at l1-2. The patient also underwent left si joint arthrography and therapeutic injection. Conclusion: left si joint arthrography and therapeutic injection. 2. No significant relief of baseline buttock pain at 30 minutes postprocedure, rated r0.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.